Event description:
An altitude alarm was reported for the pump, causing a suspension of insulin delivery. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support guided the caller to clean the speaker holes and reset the cartridge, resulting in the resumption of normal pump operation. Tips were provided to prevent future altitude alarms, and the caller acknowledged understanding these instructions.